Event description:
It was reported that before and after placement it was difficult to inject water and difficult to drain water from the foley catheter. Catheter cut to remove the water after the difficulty in drainage.

Manufacturer narrative:
Initial reporter name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.